Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Post-sensed t-wave oversensing was noted on the ventricular lead on a stored egm. Programming changes were scheduled. Dft test and further actions will be discussed with the physician.